Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03nov2007 to present date 04jan2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure q6200072982 for test failure - rate/volume accuracy/ no fault found- unverified problem, which does not correlate to the customer reported issue.

Event description:
It was reported that the device had a logic pcb failure. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a logic pcb failure. No patient involvement.